Event description:
While patient was undergoing left pelvic lymphadenectomy and radical retropubic prostatectomy via robotic plate form, the surgeon was trying to deploy the endopouch , and the metal ring holding the bag broke off on one side and exposed the sharp edge while inside the patient's abdomen. The item was removed without incident and upon examination all pieces of the device were accounted for. Patient's surgical procedure proceeded without incident. No harm came to the patient.